Manufacturer narrative:
The device has not been returned, therefore no evaluation could be performed. Review of the device history record showed all production and sterilization processes met specification. Guidewire damage and breakage are known complications that may occur if the guidewire is torqued continuously in the same direction. The recommended torqueing technique is alternating clockwise and counterclockwise, and never torqueing more than two revolutions in the same direction. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an ercp procedure, while torqueing the wire with the torque attachment, the distal tip of the wire began to unravel and the tip of the wire separated from the body of the wire in the pancreatic duct, the tip was retrieved using a balloon. It is unknown how many times the wire was torqued. The procedure was not completed due to this event. It was also reported that the patient is fine.

Manufacturer narrative:
Physical analysis shows that the returned wire is missing approximately 1.5cm of the core wire from the distal tip (not returned). Images show that the proximal bond is visually conforming and that a tensile force was applied to this guidewire as there are elongated sections of coil.